Manufacturer narrative:
(B)(4). One used set was received with cap on spike (loose in pouch) and no cap on patient connector in reference to connection issue. The set was functionally hand tightened a lab titanium adapter with difficulty noted. Extra force was needed for patient connector and titanium adapter to connect tightly. The set was tested underwater at 8 psi with no leak noted. The complaint was confirmed in the lab for connection issue. During visual inspection, the plant found flash on the catheter connector. The cause was determined to be molding error during manufacturing. This appeared to be an isolated incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the patient connector was not connected to the titanium adapter tightly. The doctor then tried to connect another transfer set to the titanium adapter, but they were not connecting tightly again. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation has not begun yet. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.